Event description:
Medtronic received information from a literature article regarding the outcomes of transcatheter mitral valve-in-valve implantation in pediatric patients. All data was retrospectively collected from a single center between january 2017 and january 2020. The study population included four patients (all females; mean age 11.4 years; mean weight 36 kg) who all previously underwent mitral valve replacement with either a medtronic hancock ii (n = 1) or mosaic bioprosthetic valve (n = 3). No unique device identifier numbers were provided. All four patients underwent transcatheter valve-in-valve replacement with an edwards sapien 3 valve. The time from hancock ii or mosaic valve implant to valve-in-valve replacement was a mean 4.1 years (range: 2.5-6.8 years). Reasons for replacement: severe mitral valve stenosis or regurgitation. The authors also noted that the patients presented with symptomatic heart failure and elevated transmitral mean gradient (range: 15-22 mm hg). After valve-in-valve replacement, the transmitral mean gradient decreased (range: 0-3 mm hg) and heart failure symptoms improved in all four patients. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: al nasef m, et al. Transcatheter mitral valve-in-valve implantation in pediatric patients. Cjc open. 2021 aug 27;4(1):20-27. Doi: 10.1016/j.cjco.2021.08.007. Earliest date of publish used for date of event. Medtronic products referenced: hancock ii (PMA# p980043, product code dye), mosaic (PMA# p990064, product code dye). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. In addition, on page 22 of the article, the authors stated: ¿data on one of the patients included in this study were previously published as a case report.¿ this statement was linked to cited reference #13 below. 13. Momenah ts, alsahari a, ahmed e, al khalaf k. Transcatheter mitral valve-in-valve implantation in a pediatric patient. Catheter cardiovasc interv 2020;95:1062-5. Medtronic structural heart customer quality experience management was previously made aware of this literature-sourced event on november 19, 2019, and subsequently submitted MDR number 2025587-2019-03763 to the us FDA on december 12, 2019. If information is provided in the future, a supplemental report will be issued.